Event description:
It was reported that the system is causing interference with the EKG monitor when activated.

Manufacturer narrative:
It was reported that the EKG monitor was momoentarily lost when coag was activated but immediately returned when it was discontinued. The manufacturer is awaiting return of the unit for evaluation. Once the investigation has been completed, a follow-up report will be submitted.